Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued. This event created serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that 4.0x65mm screw head broke upon locking into plate". No adverse consequences to the patient.